Manufacturer narrative:
Correction: previously the patient weight was reported incorrectly as 75 lbs. In report 2017865-2025-99452 submitted on 05 sep 2025 was found to be 75 kgs.

Event description:
It was reported that the right-ventricular (rv) lead exhibited intermittent noise oversensing. As a resolution there were programming changes made. The patient condition was stable.